Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. While attempting to put the implant together. It was difficult to reduce the implant. After examining the implant the ring was not in its proper place and the head would ot reduce over the poly. There was a 5 minute delay reported. No further information has been provided at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the ring to be damaged inside the groove of the cup. The ring does not move freely inside the groove. The ring is oriented with the chamfer facing the incorrect direction. The chamfer is facing into the cup as opposed to outward. The height and width of the ring were found to meet specifications. The groove within the cup was also measured and found to meet specifications for width and diameter. Device history record was reviewed and no discrepancies were found. Product was determined to be non-conforming. Review of the returned product verified that the bend to the locking ring from insertion attempt was opposite of the chamfer and this confirms that the locking ring was installed incorrectly. Investigation results concluded that the reported event was due to a manufacturing issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent initial total hip arthroplasty. While attempting to put the implant together, it was difficult to reduce the implant. After examining the implant the ring was not in its proper place and the head would not reduce over the poly. A delay of unknown duration was reported. No further information has been provided at this time.